Event description:
Reported via journal article: montorsi, p. Et al. (2011). Microembolization during carotid artery stenting in patients with high-risk, lipid-rich plaque: a randomized trial of proximal versus distal cerebral protection, journal of the american college of cardiology, volume 58, issue 16, 11 october 2011, pages 1656-1663. It was reported that within the filterwire ez group one patient experienced an intraprocedural ipsilateral retinal embolism and one patient experienced a transient mild gait disorder occurred 48 hours after the procedure.

Manufacturer narrative:
Device evaluated by MFR: the batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).